Event description:
The reporter stated that he had gotten the er1 message about a month ago. He related proper testing technique and said that his control solution test was "in range". He reported that he had requested and gotten an 80-85 mg/dl reading and took his glucophage as normal.